Manufacturer narrative:
The reported event that some part of the pedicle feeler was loose was confirmed through the device inspection. It was observed that the screw was loose, causing the tip to become loose. Any physical impact to the navigated instrument, such as with a mallet or a similar tool can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the pedicle feeler was loose from the base of the instrument, able to move side to side after being fixated during testing. A potential inaccuracy could have occurred. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the pedicle feeler was loose from the base of the instrument, able to move side to side after being fixated during testing. A potential inaccuracy could have occurred. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.